Event description:
It was reported that the battery charger began to smoke and had signs of a melted housing while charging the battery pack. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion description-conclusion - unit being replaced. Unit being replaced.